Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/20/2016 with the following findings: evaluation revealed that the pump was returned with the battery compartment cracked from top traveling to bumper and from case seal traveling to bumper.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.